Event description:
The customer stated that she performed a normal control test and received a result of 40 mg/dl. While troubleshooting, the customer received 2 more control test results of 40 and 45 mg/dl. The normal control range is 94-130 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.